Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's physician's assistant reported the patient was hospitalized after having experienced left side weakness. The patient's physician has ordered a contraindicated procedure to further evaluate the patient's condition. As a result, surgical intervention is planned for a later date to address the issue.